Manufacturer narrative:
H4: the lot was manufactured from november 04, 2019 - november 05, 2019. H10: the device was received for evaluation. Visual inspection along with magnification did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed observing no damage or foreign material that looked like a thread in the connector/cap area. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in the fill port of a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The foreign material was further described as a "thread". This was identified prior to patient use. There was no patient involvement. No additional information is available.